Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump with a second infusion set. Customer placed the set on their abdomen. Customer's blood glucose was 10.4 mmol/l. Customer stated that the tubing is not bent or kinked. Customer stated that they have not tried all remedies. Customer was advised to monitor the pump and call back if problems persist. Customer was assisted with doing a set change. Customer stated that the cannula was bent. Customer stated that she has never tried any other sites on her body. Customer stated that her doctor checked her sites. Customer stated that the sites are fine and have no scar tissue. It was found that the customer was sitting while inserting. Customer was advised to stand while serting to avoid cannula bending.